Event description:
It was reported that the patient's catheter had fractured. Per the reporter, "catheter floating free in csf after fracture" (cerebrospinal fluid). Additional information has been requested, a follow-up report will be sent if additional information becomes available.